Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that high capture threshold was observed on the lead during implant procedure. The lead was not implanted. No patient consequences were noted.